Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their infusion set and infusion set site and continued to receive occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer had been using the cartridge for at least 3 days. Tandem technical support (cts) educated the customer that they are using novolog off-label, as it had been used for longer than 3 days. The customer declined assistance from cts in loading a new cartridge and stated that they would perform this action on their own.